Event description:
It was reported the patient¿s device was explanted because they were not getting enough pain relief.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).